Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, 1:50 p.m.: during an IV drip with a cannula, fluid leakage was observed. It was found that the prn cap was loose, so the prn cap on the cannula was replaced, and no further leakage occurred.